Manufacturer narrative:
No service or examination of the system was conducted by the manufacturer. The customer reports reviewing the sample and determined that the use of a short sample was the cause of the event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that an erroneously low glucose result was generated by the unicel dxc 600 synchron system. The result was reported out of the laboratory and the validity of the reported result was questioned. The result did not match the result from a point of care device. The sample was manually redispensed and re-tested; the returned a result within expectations. The retest result was amended and reported out of the laboratory. Quality control results were within specification prior to and after the event. The customer indicated that the initial result was from a short sample atop red cells with no gel separator.